Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard bc shielded IV catheter experienced molding growing inside catheter. The following information was provided by the initial reporter: customer states that they received product and mold was growing inside of the IV catheters and mold in the boxes as well.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced molding growing inside catheter. The following information was provided by the initial reporter: customer states that they received product and mold was growing inside of the IV catheters and mold in the boxes as well.